Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an absence of beeps. Customer's blood glucose level was 129 mg/dl. The insulin pump did not beep during the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Pump error alarm (variableinfo=3) confirmed in the insulin pump history and during self-test and high sleep current due to broken trace on keypad assembly. Unable to verify tone/beeps due to pump error during self-test. Unit was received with cracked select button keypad overlay, damaged keypad overlay texture, minor scratched lcd window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label.